Event description:
Procedure: lap gastric banding w/ hiatal hernia repair. According to the reporter: the handles would not lock down and two needles fell out from the device into the patient's cavity. Both needles were lost in the muscle and could not be removed. A new device was opened to complete the case. No bleeding was reported.

Manufacturer narrative:
(B)(4). Added additional information the device was received in good physical condition. The device was tested with a generator and the device performed as required during testing. The energy output delivered from the device was verified. There were no anomalies noted with the functionality of the device.

Event description:
The facility reported the surgeon was taking off the removable scissor tip from the instrument following laparoscopic surgery, and the composite hood broke into several fragments and fell into the patient. The procedure was delayed an additional thirty minutes as the pieces were removed. The sample was returned to the returned to the manufacturer for analysis and it was visually confirmed the hood had two parallel cuts on two sides.

Event description:
It was reported that during a laparoscopic super cervical hysterectomy procedure the device was not sealing properly. At first he was on the ip ligament and then went to seal the round ligament and had little sealing. They then used a gyrus device and complete the procedure. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Molded tube in the rf active tube insulator component. The device was sent to cincinnati for further analysis. There were no visual observations upon receiving the device. The device was then used to seal 5 vessels with intermittent tissue effects. The device was tested multiple times on the dc power supply resulting in intermittent open circuits. Upon disassembly, the root cause was due to intermittent connection between the active receptacle in the cable sub-assembly to the insert molded tube in the rf active tube insulator component.

Manufacturer narrative:
(B)(4) information anticipated, but unavailable at this time additional information. The procedure was lap. Use was in single tap mode, although they used double tap a few times they received the confirmation tone when they advanced the blade completely. After a few times on which the sealing wasn't adequate they waited for the cycle complete chirp. There was a hemostasis issue. Not exactly sure on the blood loss. Not an experienced user, was only his second time. They had completed the patients left broad and round ligaments before the issue began once the dissection began on the right side it proceeded to happen with each activation the tissue wasn't tough-ip/broad ligament. No replacement light. Excessive grasping force wasn't used. No prior surgeries. No transfusion. Blood loss was controlled by the gyrus. They didn't convert. Vessels were under 7mm.